Event description:
An altitude alarm was reported with the customer¿s pump, leading to the suspension of insulin delivery. The customer declined to provide their blood glucose level at the time of the event, so there was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pump's speaker holes and attempt to resume insulin delivery, but the attempts were unsuccessful, necessitating further troubleshooting. Ultimately, technical support decided to replace the pump and cartridge, ensuring uninterrupted insulin delivery through alternate therapy. The customer was guided on how to store the pump and return it, and they acknowledged the instructions.